Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/10/2014 with the following findings:a review of the black box and alarm history showed occlusion alarms. No occlusions occurred during investigation. The product performed within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.